Manufacturer narrative:
Zimmer biomet complaint: (B)(4). The product was not returned for evaluation due to unknown location. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) and complaint history review was unable to be performed as the lot/item number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Associated risk table lists, ¿modular components loosen or seize up¿. Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 10486. This report is being submitted late as it has been identified in remediation. Product location unknown.

Event description:
It was reported that during a right hip total hip arthroplasty on (B)(6) 2015, the trial neck disassociated from the broach during the first trial reduction. The trunion and head was replaced and then was relocated. It was reported that extra caution had to be taken during axial traction testing to keep distal pressure on neck so that the dislocation does not occur again.